Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, when deflating the balloon a bulge formed. This catheter had not been used in the patient when the issue occurred; a nurse tested this catheter after experiencing the same issue with another device which became stuck in the patient see 9610711-2021-00018 regarding the event involving the patient.